Manufacturer narrative:
(B)(4). G2 - foreign: china. Product was returned and visually assessed. The pouch was confirmed to exhibit a small hole which therefore has caused the pouch to lose its vacuum seal. The pouch shows evidence of scuffing caused by the rough porous coating as the implant has been moving within the pouch during distribution and handling. The outer box looks generally in good condition but for one dented corner. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the health care professional noticed that the sterile packaging of the implant was not completely vacuum sealed. Upon inspection, the packaging appeared intact, however, the surgeon opted to complete the surgery using a back-up implant. There were no reported harm or consequences to the patient. Attempts have been made and no further event information has been provided at the time of this report.